Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
The surgeon tried to remove out the fracture fragment from the stem pocket but the extraction device didn't work. He reached all surgical steps but finally the extraction plug was broken.